Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, morphine, and an unknown numbing medication via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. The patient reported that she thought everything was fine, but for the last 2-3 weeks, she had not been getting all of her boluses. She stated that she knew she wasn¿t because the pump had a high dose of fentanyl, morphine, and a numbing medication so when she took a bolus, she felt a tingle in her arm and hand for a few minutes, but recently had not only had an increase in pain, but she had not felt the tingle after the bolus. She confirmed that the handset did say the bolus had been started. Per the patient, she was in for a refill last wednesday and they tried to figure out what was going on. She stated that normally they pull 5-6 cc of medication out, but at the refill they pulled out 14 cc. The nurse had shown her the pump logs where some of the bolus attempts showed ¿rejected¿ and some boluses didn¿t go through. It was suggested that she call in because there wasn¿t anything they could do about it. During the call, it was recommended that the patient keep a journal of occurrences where she didn¿t feel she got the bolus and follow-up with her healthcare provider (hcp) to check the ptm (personal therapy manager) logs against the pump logs and the journal and then the hcp could call in to technical services if assistance was needed.